Manufacturer narrative:
Report case was found through maude research. Initial distributor ((B)(4)) has been contacted but also is unable to exactly identify initial reporter. Based on risk assessment and clinical evaluation, file is considered as closed.

Event description:
(B)(4). "During the epidural procedure (for c-section), the needle broke off. Went surgery (B)(6) 2016 to remove broken needle fragment."

Manufacturer narrative:
Report case was found through maude research. Initial distributor ((B)(4)) has been contacted but also is unable to exactly identify initial reporter. Based on risk assessment and clinical evaluation, file is considered as closed. On may 5th after several additional queries which remained unresponded, MFR received report from user facility and copy of medwatch form. Initial reporter to FDA is: (B)(6). This additional follow up is sent in order to correct and ammend data. The device still is unavailable for investigation.

Event description:
(B)(4). "During the epidural procedure (for c-section), the needle broke off. Went surgery (B)(6) 2016 to remove broken needle fragment."